Manufacturer narrative:
Product event summary: clinical data files were analyzed; the bin file showed seventeen applications were performed. All the applications were short inflation. The sheath has not been returned for analysis. It was reported that the clinical event might be related to a young physician replacing the mapping catheter that might have deeply inserted the introducer in the sheath. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, air ingress was discovered when fluoroscopy was conducted to check potentials. It was noted that there were no changes to the patient's condition and st evaluation was not observed. The air ingress resolved after a while. The attending physician commented that a young physician replaced the mapping catheter and may have inserted the introducer deeply into the sheath, and that there was no product failure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.